Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A nurse reported to baxter a connection issue related to the uv flash transfer set during use. The nurse stated that the spike was separated from a bag port when the customer tried to remove the connecter cover. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Additional information: this complaint for connection issue was not confirmed . Baxter received one used set with no cap (loose in pouch) on spike and no cap on patient connector. The set was functionally hand tightened a lab (japanese) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted and no manufacturing abnormalities were noted. The cause was undetermined